Event description:
Sahoo m, sahu m, kale s, saxena n. Serous fluid leakage following modified blalock-taussig operation using ptfe grafts. Indian heart ja 2001; 53:328-331. The article states that a 9 day, male pt underwent modified blalock-taussig shunt using gore-tex vascular graft for treatment of congenital heart defects. The pt developed sudden cardiac arrest on day 9 postoperatively. The cause was cardiac tamponade due to persistent and massive pleural effusion.

Manufacturer narrative:
Note: no actual event date was provided. Therefore, date of event is an estimate based on publication date of the article.